Event description:
During a procedure to place a jejunal feeding tube through a previously placed percutaneous gastric feeding tube, the physician used a cook endoscopy jejunal feeding tube set. (Note: placement of the jejunal feeding tube requires oral advancement of an endoscope and forceps. The gastric jejunal feeding tube is advanced over a wire guide that is placed through a previously placed percutaneous gastric feeding tube. The wire guide is placed in the third portion of the duodenum and will also extend from the pt's abdomen.) The endoscope was advanced into the stomach. Forceps were advanced through the accessory channel of the endoscope and into the previously placed gastric feeding tube. The forceps were advanced until visualized exiting the gastric feeding tube exiting the pt's abdomen. The forceps were used to grasp the wire guide. The endoscope, forceps and wire guide were used to advance the wire guide to the third section of the duodenum. While maintaining tension on the wire guide, the jejunal feeding tube was advanced over the wire guide, through the gastric feeding tube and into the duodenum. The forceps and endoscope were removed from the pt. As the wire guide was removed, the wired guide was reportedly "stretching and unraveling". The physician proceeded with care and was able to remove the wire guide successfully. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this activity, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Wire guide damage and removal difficulty can occur if any components become compromised. The instructions for use caution the user that care must be taken to avoid cutting, crimping, or damaging components during placement and use. The outer coiled coating of the wire guide reportedly stretched and unraveled during removal of the wire guide. If additional pressure is applied to the wire guide, perhaps in response to resistance encountered during use, this can cause stretching and unraveling of the outer coiled coating of the wire guide. Prior to distribution, all jejunal feeding tube sets are subjected to a visual inspection for device integrity. Corrective action: no corrective action is warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.